Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was not confirmed. The sample passed under water pressure testing at 0.56 bar with no functionality issue observed. Therefore, no assignable root cause could be determined. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Event description:
The customer reported to baxter (B)(4) that on (B)(6) 2011, the following problem occurred with 2 mirafilter IV extension sets. Two infusions of "vectibix" were prepared in a laminar flow cabinet, with already a pre-primed set of emc3294a attached. The infusions were returned to the hospital pharmacy after noticing a leak near the luer lock junction with the filter. Both infusions were prepared by two different persons. There was no patient involvement. There was no patient injury or medical intervention reported. No additional information is available. This is report 1 of 2 of the same reported problem from this facility.